Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd is aware of a low level of complaints for stopper creep out/pop out reported for this catalog number. Bd has initiated a CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ tubes bd hemogard¿/gold had a stopper that was abnormally easy to remove, as if there were no vacuum in the tube. No serious injury, no medical interventions. No mucous membrane exposure reported.